Manufacturer narrative:
(B)(4). Concomitant medical products: 00801802803 femoral head sterile product do not. Resterilize 12/14 taper lot number: 64571072. Report source: foreign: australia. (B)(4). Visual examination of the provided pictures identified the explanted head and stem, covered in bio-debris. No further evaluation can be made from the provided pictures. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: limited records, radiograph lacks full view of the entire right tha implants. Revision of shell, head, stem, and liner due to metallosis and confirmed in that attached revision op record. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately 2 years after the patient underwent a hip procedure, the patient had to be revised due to metallosis. There is no additional information available at the time of this report.